Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 31-mar-2016. It refers to the female plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. After being implanted with essure, the plaintiff began to suffer from severe pelvic pain, numbness, fatigue, hair loss, blurred vision, headaches, bloating, and muscle spasms. On or about (B)(6) 2015, the plaintiff had to have a hysterectomy as a result of essure. Company causality comment:this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 26-apr-2016. Quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. After internal review on 03-may-2016, information received on 26-apr-2016 was corrected. (B)(4). Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterectomy. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / intense and persistent pelvic pain (severe deep stabbing, like someone was trying to scoop out her organs) / painful') in a 32-year-old female patient who had essure (batch no: b71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 2009, live birth in 2004, psychiatric disorder nos, gravida ii, smoker and abstains from alcohol. Concurrent conditions included obesity, ear pain, clotting disorder, uterine bleeding, dysfunctional uterine bleeding, giddiness, endometriosis and pelvic mass. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced visual impairment ("spotty vision/her vision started going/she would see splotches of") and nausea ("nausea"), 3 days after insertion of essure. On (B)(6) 2014, the patient experienced head discomfort ("pressure inside head/ felt like the front, sides and top of my head are going to explode"), paraesthesia ("head tingling") and feeling abnormal ("spacey, foggy, bugs crawling up her body/ her body going crazy before"). On (B)(6) 2014, the patient experienced headache ("headaches / debilitating headaches / head pain"), hyperhidrosis ("sweating / sweaty hotlnight sweating") and chills ("chills"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced menorrhagia ("excessive monthly bleeding") and abdominal pain lower ("cramping"). On (B)(6) 2014, the patient experienced hair loss ("hair loss / hair thinning") and hair thinning ("hair thinning"). On (B)(6) 2015, the patient experienced vomiting ("vomiting after eating any food/ throwing up"). On an unknown date, the patient experienced hypoacusis ("muffled sounds"), myopia ("vision narrowing"), dizziness ("sudden spacey/dizzy feeling/ felt as though she was going"), feeding disorder ("she was not able to eat much"), hypoaesthesia ("numbness"), mental disorder ("aggravated any psychiatric and/or psychological conditions"), feeling cold ("freezing"), bloating ("bloating"), muscle spasms ("muscle spasms"), tremor ("shaking"), hot flush ("warm flushes on her neck and head"), asthenia ("went very weak"), disorientation ("disoriented"), gastrointestinal pain ("bowel pain"), ovarian mass ("bowel mass is actually a cyst on my left ovary and another has burst"), arthralgia ("hip pain"), back pain ("lower back pain"), coccydynia ("tailbone pain"), uterine cervical pain ("sharp pain in cervix"), procedural pain ("abdominal cramping since surgery"), swelling abdomen ("upper abdominal is extremely tender and swell"), loss of consciousness ("I was going to pass out"), palpitations ("heart palpitation"), abdominal discomfort ("inside have intense pressure"), food intolerance ("body reject all food"), cyst ("cyst") and cyst rupture ("ruptured cyst"). The patient was treated with amoxicillin, antibiotics, azithromycin (zithromax), benzocaine, cefuroxime axetil (ceftin), meclozine hydrochloride, phenazone (antipyrine) and surgery (she underwent lavh/ vaginal hysterectomy with bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and headache had not resolved, the hypoacusis, myopia, visual impairment, nausea, dizziness, vision blurred, fatigue, migraine, abdominal pain, menorrhagia, abdominal pain lower, hair thinning, feeding disorder, head discomfort, paraesthesia, hypoaesthesia, chills, mental disorder, feeling abnormal, bloating, muscle spasms, vomiting, tremor, hot flush, asthenia, disorientation, gastrointestinal pain, ovarian mass, arthralgia, back pain, coccydynia, uterine cervical pain, procedural pain, swelling abdomen, loss of consciousness, palpitations, abdominal discomfort, food intolerance, cyst and cyst rupture outcome was unknown, the hair loss was resolving and the hyperhidrosis had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, bloating, chills, coccydynia, cyst, cyst rupture, disorientation, dizziness, fatigue, feeding disorder, feeling abnormal, feeling cold, food intolerance, gastrointestinal pain, hair loss, head discomfort, headache, hot flush, hyperhidrosis, hypoacusis, hypoaesthesia, loss of consciousness, menorrhagia, mental disorder, migraine, muscle spasms, myopia, nausea, ovarian mass, palpitations, paraesthesia, pelvic pain, procedural pain, tremor, uterine cervical pain, vision blurred, visual impairment, vomiting, hair thinning and swelling abdomen to be related to essure. The reporter commented: her current weight was 195 lbs. On (B)(6) 2015, she had meniscus surgery for torn meniscus. On (B)(6) 2015, she had l4-s1 laminectomy and fusion for spondylolisthesis. From mr: on (B)(6) 2015 assessment: dysfunctional uterine bleeding (dub)- planned us pelvis and transvaginal, discussed the controversy surrounding essure. The patient tolerated the procedure well. My emotions are back under control and most of my symptoms have gone away. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: results: bilateral tubal occlusions. On (B)(6) 2014, she had CT of chest 5 mm nodule in the left lower lobe. Minimal soft tissue seen in the anterior mediastinum which in a patient of this age most likely represents residual thymus tissue though given the history other etiologies are difficult to fully exclude. On (B)(6) 2014, she had CT of abdomen/pelvis showed bilateral essure devices are noted and likely within the fallopian tubes. Spondylolisthesis of l4 and s1. Small fat filed periumbilical hernia. On (B)(6) 2014, she had upper gi endoscopy impression of z-line irregular, 39 cm from the incisors, erythematous mucosa in the antrum. On (B)(6) 2015, she had biopsy showed stomach, body, antrum biopsy: minimal chronic gastritis, inactive. Esophagus, eg junction, irregular z-line biopsy: reflux esophagitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizziness, chills, asthenia, visual impairment, alopecia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: events were added- bowel pain, bowel mass is actually a cyst on my left ovary and another has burst, hip pain, lower back pain, tailbone pain, sharp pain in cervix, abdominal cramping since surgery, upper abdominal is extremely tender and swell, I was going to pass out, heart palpitation,, inside have intense pressure, body reject all food, cyst and ruptured cyst. Event outcome was added- hair los was resolving and sweating / sweaty hotlnight sweating was resolve. Reporter added on 20-mar-2020: social media received. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / intense and persistent pelvic pain (severe deep stabbing, like someone was trying to scoop out her organs) / painful') in a 32-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 2009, live birth in 2004, psychiatric disorder nos, gravida ii, smoker and abstains from alcohol. Concurrent conditions included obesity, ear pain, clotting disorder, uterine bleeding, dysfunctional uterine bleeding, giddiness, endometriosis and pelvic mass. Concomitant products included anesthetics. In (B)(6) 2014, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced visual impairment ("spotty vision/her vision started going/she would see splotches of") and nausea ("nausea"), 3 days after insertion of essure. On (B)(6) 2014, the patient experienced head discomfort ("pressure inside head/ felt like the front, sides and top of my head are going to explode"), paraesthesia ("head tingling") and feeling abnormal ("spacey, foggy, bugs crawling up her body/ her body going crazy before"). On (B)(6) 2014, the patient experienced headache ("headaches / debilitating headaches / head pain"), hyperhidrosis ("sweating / sweaty hotlnight sweating") and chills ("chills"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced menorrhagia ("excessive monthly bleeding") and abdominal pain lower ("cramping"). On (B)(6) 2014, the patient experienced hair loss ("hair loss / hair thinning") and hair thinning ("hair thinning"). On (B)(6) 2015, the patient experienced vomiting ("vomiting after eating any food/ throwing up"). On an unknown date, the patient experienced hypoacusis ("muffled sounds"), myopia ("vision narrowing"), dizziness ("sudden spacey/dizzy feeling/ felt as though she was going"), feeding disorder ("she was not able to eat much"), hypoaesthesia ("numbness"), mental disorder ("aggravated any psychiatric and/or psychological conditions"), feeling cold ("freezing"), bloating ("bloating"), muscle spasms ("muscle spasms"), tremor ("shaking"), hot flush ("warm flushes on her neck and head"), asthenia ("went very weak"), disorientation ("disoriented"), gastrointestinal pain ("bowel pain"), ovarian mass ("bowel mass is actually a cyst on my left ovary and another has burst"), arthralgia ("hip pain"), back pain ("lower back pain"), coccydynia ("tailbone pain"), uterine cervical pain ("sharp pain in cervix"), procedural pain ("abdominal cramping since surgery"), swelling abdomen ("upper abdominal is "extremely" tender and swell"), loss of consciousness ("I was going to pass out"), palpitations ("heart palpitation"), abdominal discomfort ("inside have intense pressure"), food intolerance ("body reject all food"), cyst ("cyst") and cyst rupture ("ruptured cyst"). The patient was treated with amoxicillin, antibiotics, azithromycin (zithromax), benzocaine, cephalosporin nos, meclozine hydrochloride, phenazone (antipyrine) and surgery (she underwent lavh/ vaginal hysterectomy with bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and headache had not resolved, the hypoacusis, myopia, visual impairment, nausea, dizziness, vision blurred, fatigue, migraine, abdominal pain, menorrhagia, abdominal pain lower, hair thinning, feeding disorder, head discomfort, paraesthesia, hypoaesthesia, chills, mental disorder, feeling abnormal, bloating, muscle spasms, vomiting, tremor, hot flush, asthenia, disorientation, gastrointestinal pain, ovarian mass, arthralgia, back pain, coccydynia, uterine cervical pain, procedural pain, swelling abdomen, loss of consciousness, palpitations, abdominal discomfort, food intolerance, cyst and cyst rupture outcome was unknown, the hair loss was resolving and the hyperhidrosis had resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, bloating, chills, coccydynia, cyst, cyst rupture, disorientation, dizziness, fatigue, feeding disorder, feeling abnormal, feeling cold, food intolerance, gastrointestinal pain, hair loss, head discomfort, headache, hot flush, hyperhidrosis, hypoacusis, hypoaesthesia, loss of consciousness, menorrhagia, mental disorder, migraine, muscle spasms, myopia, nausea, ovarian mass, palpitations, paraesthesia, pelvic pain, procedural pain, tremor, uterine cervical pain, vision blurred, visual impairment, vomiting, hair thinning and swelling abdomen to be related to essure. The reporter commented: her current weight was 195 lbs. On (B)(6) 2015, she had meniscus surgery for torn meniscus. On (B)(6) 2015, she had l4-s1 laminectomy and fusion for spondylolisthesis. From mr: (B)(6) 2015 assessment: dysfunctional uterine bleeding (dub)- planned us pelvis and transvaginal, discussed the controversy surrounding essure. The patient tolerated the procedure well. My emotions are back under control and most of my symptoms have gone away. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: bilateral tubal occlusions. On (B)(6) 2014, she had CT of chest 5 mm nodule in the left lower lobe. Minimal soft tissue seen in the anterior mediastinum which in a patient of this age most likely represents residual thymus tissue though given the history other etiologies are difficult to fully exclude. On (B)(6) 2014, she had CT of abdomen/pelvis showed bilateral essure devices are noted and likely within the fallopian tubes. Spondylolisthesis of l4 and s1. Small fat filed periumbilical hernia. On (B)(6) 2014, she had upper gi endoscopy impression of z-line irregular, 39 cm from the incisors, erythematous mucosa in the antrum. On (B)(6) 2015, she had biopsy showed stomach, body, antrum biopsy: minimal chronic gastritis, inactive. Esophagus, eg junction, irregular z-line biopsy: reflux esophagitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dizziness, chills, asthenia, visual impairment, alopecia, pelvic pain, menorrhagia. Batch no b71771 production date 2013-09-18 expiration date 2016-09-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / intense and persistent pelvic pain (severe deep stabbing, like someone was trying to scoop out her organs) / painful") in a (B)(6) year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychiatric disorder nos, gravida ii, live birth in 2004, live birth in 2009, smoker and abstains from alcohol. Concurrent conditions included obesity, ear pain, clotting disorder and uterine bleeding. In (B)(6) 2014, 10 days before insertion of essure, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced visual impairment ("spotty vision/her vision started going/she would see splotches of") and nausea ("nausea"). On (B)(6) 2014, the patient experienced head discomfort ("pressure inside head/ felt like the front, sides and top of my head are going to explode"), paraesthesia ("head tingling") and feeling abnormal ("spacy, foggy, bugs crawling up her body/ her body going crazy before"). On (B)(6) 2014, the patient experienced headache ("headaches / debilitating headaches / head pain"), hyperhidrosis ("sweating / sweaty hot") and chills ("chills"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced menorrhagia ("excessive monthly bleeding") and abdominal pain lower ("cramping"). On (B)(6) 2014, the patient experienced alopecia ("hair loss / hair thinning") and hair disorder ("hair thinning"). On (B)(6) 2015, the patient experienced vomiting ("vomiting after eating any food/ throwing up"). On an unknown date, the patient experienced hypoacusis ("muffled sounds"), myopia ("vision narrowing"), dizziness ("sudden spacey/dizzy feeling/ felt as though she was going"), feeding disorder ("she was not able to eat much"), hypoaesthesia ("numbness"), mental disorder ("aggravated any psychiatric and/or psychological conditions"), feeling cold ("freezing"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), tremor ("shaking"), hot flush ("warm flushes on her neck and head"), asthenia ("went very weak") and disorientation ("disoriented"). The patient was treated with azithromycin (zithromax), meclozine hydrochloride (antivert), antibiotics, cefuroxime axetil (ceftin), benzocaine, phenazone (antipyrine), amoxicillin and surgery (she underwent vaginal hysterectomy with bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and headache had not resolved and the hypoacusis, myopia, visual impairment, nausea, dizziness, vision blurred, fatigue, migraine, abdominal pain, menorrhagia, abdominal pain lower, alopecia, hair disorder, feeding disorder, head discomfort, paraesthesia, hypoaesthesia, hyperhidrosis, chills, mental disorder, feeling abnormal, abdominal distension, muscle spasms, vomiting, tremor, hot flush, asthenia and disorientation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, asthenia, chills, disorientation, dizziness, fatigue, feeding disorder, feeling abnormal, feeling cold, hair disorder, head discomfort, headache, hot flush, hyperhidrosis, hypoacusis, hypoaesthesia, menorrhagia, mental disorder, migraine, muscle spasms, myopia, nausea, paraesthesia, pelvic pain, tremor, vision blurred, visual impairment and vomiting to be related to essure. No further causality assessment were provided for the product. The reporter commented: her current weight was 195 lbs. On (B)(6) 2015, she had meniscus surgery for torn meniscus. On (B)(6) 2015, she had l4-s1 laminectomy and fusion for spondylolisthesis. From mr: (B)(6) 2015 assessment: dysfunctional uterine bleeding (dub)- planned us pelvis and transvaginal, discussed the controversy surrounding essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusions. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 15-nov-2017: reporters added. Patient demographics updated. Historical condition, concomitant disease and treatment drugs were added. Suspect drug inaction and lot no: b71771. On an unknown date she experienced events muffled sounds and other events. In (B)(6) 2014, she experienced spotty vision, nausea, dizziness and migraines. On (B)(6) 2014, she had pressure inside head and other events. On (B)(6) 2014, she had sweating, chills. On (B)(6) 2014, she had abdominal pain. (B)(6) 2014, she had excessive monthly bleeding, cramping. On (B)(6) 2015, she had vomiting after eating any food. Updated onset date of events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / intense and persistent pelvic pain (severe deep stabbing, like someone was trying to scoop out her organs) / painful") in a 32-year-old female patient who had essure (batch no. B71771) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychiatric disorder nos, gravida ii, live birth in 2004, live birth in 2009, smoker and abstains from alcohol. Concurrent conditions included obesity, ear pain, clotting disorder and uterine bleeding. In february 2014, the patient experienced vision blurred ("blurred vision"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 3 days after insertion of essure, the patient experienced visual impairment ("spotty vision/her vision started going/she would see splotches of") and nausea ("nausea"). On (B)(6)2014, the patient experienced head discomfort ("pressure inside head/ felt like the front, sides and top of my head are going to explode"), paraesthesia ("head tingling") and feeling abnormal ("spacey, foggy, bugs crawling up her body/ her body going crazy before"). On (B)(6)2014, the patient experienced headache ("headaches / debilitating headaches / head pain"), hyperhidrosis ("sweating / sweaty hot") and chills ("chills"). On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6)2014, the patient experienced migraine ("migraines"). On (B)(6)2014, the patient experienced menorrhagia ("excessive monthly bleeding") and abdominal pain lower ("cramping"). On (B)(6)2014, the patient experienced the first episode of alopecia ("hair loss / hair thinning") and the second episode of alopecia ("hair thinning"). On (B)(6)2015, the patient experienced vomiting ("vomiting after eating any food/ throwing up"). On an unknown date, the patient experienced hypoacusis ("muffled sounds"), myopia ("vision narrowing"), dizziness ("sudden spacey/dizzy feeling/ felt as though she was going"), feeding disorder ("she was not able to eat much"), hypoaesthesia ("numbness"), mental disorder ("aggravated any psychiatric and/or psychological conditions"), feeling cold ("freezing"), abdominal distension ("bloating"), muscle spasms ("muscle spasms"), tremor ("shaking"), hot flush ("warm flushes on her neck and head"), asthenia ("went very weak") and disorientation ("disoriented"). The patient was treated with azithromycin (zithromax), meclozine hydrochloride (antivert), antibiotics, cefuroxime axetil (ceftin), benzocaine, phenazone (antipyrine), amoxicillin and surgery (she underwent lavh/ vaginal hysterectomy with bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and headache had not resolved and the hypoacusis, myopia, visual impairment, nausea, dizziness, vision blurred, fatigue, migraine, abdominal pain, menorrhagia, abdominal pain lower, the last episode of alopecia, feeding disorder, head discomfort, paraesthesia, hypoaesthesia, hyperhidrosis, chills, mental disorder, feeling abnormal, abdominal distension, muscle spasms, vomiting, tremor, hot flush, asthenia and disorientation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, asthenia, chills, disorientation, dizziness, fatigue, feeding disorder, feeling abnormal, feeling cold, head discomfort, headache, hot flush, hyperhidrosis, hypoacusis, hypoaesthesia, menorrhagia, mental disorder, migraine, muscle spasms, myopia, nausea, paraesthesia, pelvic pain, tremor, vision blurred, visual impairment, vomiting, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: her current weight was 195 lbs. On (B)(6)2015, she had meniscus surgery for torn meniscus. On (B)(6)2015, she had l4-s1 laminectomy and fusion for spondylolisthesis. From mr: (B)(6)2015 assessment: dysfunctional uterine bleeding (dub)- planned us pelvis and transvaginal, discussed the controversy surrounding essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6)2014: bilateral tubal occlusions on (B)(6)2014, she had CT of chest 5 mm nodule in the left lower lobe. Minimal soft tissue seen in the anterior mediastinum which in a patient of this age most likely represents residual thymus tissue though given the history other etiologies are difficult to fully exclude. On (B)(6)2014, she had CT of abdomen/pelvis showed bilateral essure devices are noted and likely within the fallopian tubes. Spondylolisthesis of l4 and s1. Small fat filed periumbilical hernia. On (B)(6)2014, she had upper gi endoscopy impression of z-line irregular, 39 cm from the incisors, erythematous mucosa in the antrum. On (B)(6)2015, she had biopsy showed stomach, body, antrum biopsy: minimal chronic gastritis, inactive. Esophagus, eg junction, irregular z-line biopsy: reflux esophagitis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc on (B)(6)2018: fup 8 and 9 processed together. No new clinical information received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.